Manufacturer narrative:
All information provided by manufacturer and maude report mw5038427. A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that noise reversion was noted. Initially, a header issue was suspected and the ICD was explanted. The lead tested normal via the analyzer at the time of ICD explant and noise was not reproducible. Subsequently further noise was noted and the lead was explanted and replaced. Fracture was suspected.